Manufacturer narrative:
B4: date of this report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: coding changed based on the investigation result. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: based on the investigation, a potential root cause of this failure is the blood on the lcb cover glass. The blood changed the hue of the illumination, and the heat of the illumination caused the blood to dry and adhere. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 27-apr-2023 under normal conditions. The endoscope was reworked for image defect including cis assembly replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 27-apr-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and provided an email, the customer seems to have not planned to send us the device. Pentax does not take back endoscopes for use in investigation, and they are still being used by customers. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Distal end checked before endoscopy. During endoscopy, vision becomes redder and redder and then too dark to perform the procedure properly. When the endoscope is removed, dried blood deposits on the lcb lenses, difficult to remove when cleaning the endoscope. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), since the blood adhered to the illumination lens of the endoscope, it is assumed that the adhered blood coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the observed image having a reddish color then turned darker. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was re-determined that MDR is necessary. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.